Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. It was reported that as the physician tried to advance the device after the guidewire was removed, an "accordion" effect to the device was noted. The device was pulled back, manipulated, and reinsertion attempted. The device entered the artery with good mark and the foot lever was lifted. The physician pushed the needle plunger and reported "it didn't feel right". The plunger was noted to not have advanced completely. The physician then lifted the device and the plunger slide a few millimeters to seat. The physician was then able to deploy the needles. Upon suture retreival it was noted there was a posterior cuff miss. The anterior suture was cut from the anterior needle. The foot was parked and the device was removed from artery. After device removal, the physician re-deployed the foot to remove the remaining suture and noted the posterior foot was missing. The procedure table was searched and the posterior foot was not found. The patient's leg was radiographed and the posterior foot was not visualized. The patient's pulse were checked and were found to be "normal". The device was removed and closure achieved with manual compression. The patient was admitted and kept on strict bedrest. The following morning, the patient's pulses were reported to be "normal". There was no report of any adverse sequelae.